Event description:
It was reported that there was oversensing and low impedance. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event. It was further reported that remote monitoring indicated high svc impedance greater than 200 ohms. During the extraction procedure, a locking stylet could not be passed, so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing and low impedance. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.